Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-02340 and 2134265-2017-02555. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci) procedure, the opticross¿ imaging catheter was used in conjunction with a motor drive unit 5 plus (mdu5+) and a sled. After they checked the opticross¿ imaging catheter to ensure proper intravascular ultrasound (ivus) image is clear and good to go. The opticross¿ imaging catheter was unable to pullback automatically. They tried to reconnect it to the mdu5+ but the issue persisted. The procedure was completed with a new opticross¿. No patient complications reported and the patient's condition is stable.